Event description:
It was reported that the customer experienced high blood sugar levels of 600 mg/dl and 410 mg/dl. The customer had a blood sugar of 112 mg/dl then they would suddenly rise. The customer states they are experiencing no delivery. Troubleshooting was advised but not completed. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).